Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had damage where the reservoir goes in. Customer's blood glucose was 500 mg/dl, treated with manual injections. Customer stated the damage occurred possibly during wear and tear. Customer stated the rubber ring was coming off. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.